Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had power-on electrical test failed, code #6. This fault only needs to be corrected by touch screen calibration, and the user equipment department maintenance personnel has solved it by themselves. Calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a power on electrical test failure code #6.  There were no patient involvement.